Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The device was not returned for evaluation. Attempts to retrieve the device are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. During procedure, the guide sheath (gs) was inserted, and both the wire and the introducer were pulled out together. At that moment, the patient experienced hypotension, and air was observed in the left atrium and the aorta. Despite closing the guide sheath with a finger at the end, air was still visible. Anesthesia confirmed there were no other open lines. The guide sheath was aspirated while holding it closed at the entrance. Blood was aspirated in a full aspiration of 45cc performed. No second aspiration was performed. Due to the uncertain cause, the decision was made to replace the guide sheath two minutes after removing the introducer. No further treatment was required, as the hypotension was transient, and the patient was in stable condition after the procedure.

Manufacturer narrative:
Information added/updated to section b4, d9, g3, g6, h2, h3 and h6 (component code, type of investigation, investigation findings, and investigations conclusions). The complaint for device not completely de-aired during flushing and preparation was confirmed with empirical evidence via report of air visualized during procedure by edwards clinical specialist. No manufacturing non-conformities were found in the returned sample. Follow-up discussions with the clinical specialist revealed no identifiable use errors. Simulated use testing with the returned device was unable to replicate the event. The returned product did not reveal any defects or non-conformances. The unit passed leak testing, did not introduce air when performing simulated use testing, and the seals had no observable defects. Potential root causes for the presence of air may include: omission of a flushing/de-airing step, improper stopcock/syringe technique or air from a non-pascal device, fluid line, procedural step, or alternate source. However, a true root case is unable to be determined.